Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a post implant check the patient's right ventricular lead exhibited decreased sensing. On (B)(6) 2018, the lead was successfully repositioned. The patient was stable throughout.